Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a thoracic surgical procedure on an unknown date and two drains, two drain connectors and one reservoir were used on the patient. The patient underwent an unknown re-operation and the two drains were removed and three drains were newly placed. The patient developed mediastinitis on an unknown date and the patient expired on (B)(6) 2011. Additional patient, event and product information has been requested. No further information was made available at this time.

Manufacturer narrative:
(B)(4). Device: infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there are eight possible devices involved in the event as follows: blake drain 19fr r/f, product code (B)(4), batch j104898 - quantity (5). J-vac reservoir, product code (B)(4), batch j1021304 - quantity (1). One prong polycarbonate connector for a19fr blake hubless drain, product code (B)(4), batch j100776- quantity (2).

Manufacturer narrative:
(B)(4). There are eight possible devices involved in the event as follows: blake drain 19fr r/f, product code 2232, (B)(4), mfg date: 06/01/2010. Exp. Date: 06/30/2015 - quantity (5). J-vac reservoir, product code 2160, (B)(4), mfg date: 11/01/2010, exp. Date: 11/30/2015 - quantity (1). One prong polycarbonate connector for (B)(4) blake hubless drain, product code bcc1, (B)(4), mfg date: 04/01/2010, exp date: 04/30/2015- quantity (2). In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.